Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with the "output is not equal to what is put in" was confirmed during product evaluation. The cause of the reported condition was undetermined. The pump was not repaired at this time and was returned to inventory.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that the "output is not equal to what is put in": when they "put in 35 ml" they "get back 30 ml"; this condition could cause a death or serious injury. This condition was found in the pharmacy department during biomed testing. It is unknown what step this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.